Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range from (350-400 mg/dl) the customer delivered boluses via the pump to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. A recommendation was made to the customer to change the infusion set site. The customer stated the infusion set site would be changed once home and declined cts to follow up.